Event description:
It was reported that a patient presented with high capture thresholds and low sensing. The right ventricular lead was noted to have a helix rotation issue upon attempting to reposition. The lead was explanted and replaced on 23 apr 2024. The patient was stable throughout.